Event description:
In 2001 the end-user called disetronic and stated that the luer lock has cracked. The end-user experienced high blood glucose level. In june, 2001 maersk medical received the complaint and the used infusion set. The incident took place in germany.